Event description:
It was reported that during the procedure, a hematoma was noticed. The physician noticed there was bleeding around the groin area after the initial transseptal. The hematoma was confirmed when the physician physically examined around the groin area and discovered the hematoma progressed throughout the case. The hematoma was also confirmed using either the ultrasound or the doppler. The reporter was not able to confirm on the exact machine that was used to confirm the hematoma. The reporter stated that the patient was being incubated at the time of the call and was in stable condition. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).